Manufacturer narrative:
(B)(4). The insulin pump was received with missing segment/partial display, problem isolated to lcd board. The pump had cracked lcd window, cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack to the lcd screen and not being able to see anything from crack. Customer¿s blood glucose was 102 mg/dl. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.